Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Mechanical issue and recurrent incontinence are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptoms of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent incontinence and a nonfunctioning device. The patient stated still using 3 to 4 pads per day, experiencing leakage every time they sit or stand, and hearing fluid movement. The patient noted that this level of severe leakage did not occur prior to the first sphincter implant and expressed being far from achieving dryness. No additional information was provided.